Event description:
It was reported that during a laparoscopic appendectomy procedure, they pulled the stapler, tried to fire it. They didn't hear the motor go off, didn't hear anything indicating the device had fired. Put it to the side and grabbed another device to complete case. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 9/11/2024 d4 batch #140d53 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 140d53, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ed57, and no non-conformances were identified.